Manufacturer narrative:
Further information surrounding the injury was not available. The device serial number could not be confirmed. H3 other text : device was not accessible for evaluation.

Event description:
It was reported that the drop-down bar did not engage the floor mounted hook when the cot was pulled all the way out of the ambulance. The cot fell to its side causing injury to the patient. Further information has not been provided.

Event description:
It was reported that the drop-down bar did not engage the floor mounted hook when the cot was pulled all the way out of the ambulance. The cot fell to its side causing injury to the patient. Further information has not been provided.